Manufacturer narrative:
(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed error code 41541. This is a high-priority alarm that will interrupt the infusion process if displayed during use. There was no reported patient involvement and no reported patient harm or adverse event.